Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
It was reported that following an unrelated surgery in which the ipg was not placed in surgery mode, the ipg was unable to communicate with external devices and patient lost therapy. Troubleshooting was unable to resolve the issue. Surgery may occur to address the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight, but it could not be obtained.

Manufacturer narrative:
The describe event or problem narrative was adjusted to correct incorrect information reported in the initial report. Manufacturer was corrected.

Event description:
It was reported that following an unrelated surgery, the ipg was unable to communicate with external devices and patient lost therapy. Troubleshooting was unable to resolve the issue. Additional information was received that surgical intervention occurred to explant the ipg.